Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was jumping. In addition, it was reported that a power source alert and a temperature alarm occurred while the pump was plugged into charge. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm issue was not verified; however, the alleged battery issue was verified.